Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has some infection near his lvad device. The patient is high on the heart transplant list. Patient is fine and will continue to be monitored.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information notes that the infection is not ICD system related, but related to an lvad device and that the patient was treated by antibiotics. ICD system remains implanted. The patient is stable and no further procedures are planned at this time.